Manufacturer narrative:
Investigation summary: this complaint is for high mic results for imipenem (ipm) with pseudomonas aeruginosa when using panel phoenix nmic-479 (catalog number 449515) batch number 5148904. The customer returned photos of the product and panel returns for the investigation. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was analyzed, and no current trends were identified associated with this defect. Historical trending was reviewed and there were no trends for high mic results for panel sku 449515. To investigate, customer returned panels from the complaint batch were inoculated with in house isolate pseudomonas aeruginosa 12346 to observe for ipm mic results. Next, control panels from the same material but different batch were inoculated with in house isolate pseudomonas aeruginosa 12346 to observe for ipm mic results. The investigation returned all panels with satisfactory susceptible ipm sir and mic results; therefore, this complaint is not confirmed. Bd will continue to monitor for trends and take action as necessary.

Event description:
It was reported while using the panel phoenix nmic-479 an unspecified number of patient isolates have varying mic for several drugs when comparing initial and repeat testing. No health impact or consequence reported.

Event description:
It was reported while using the panel phoenix nmic-479 an unspecified number of patient isolates have varying mic for several drugs when comparing initial and repeat testing. No health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.